Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown restoration modular body was reported. The event was not confirmed. Product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "hip revision - peri prosthetic fracture. Cables, changed out restoration modular body, liner and head. When doc took liner out he wanted to tighten cup screws. When he did that, the screw driver tip snapped off." This pi is for the revision.